Event description:
(B)(4). I'm constantly sick, massive headaches, massive cramping during menstration that I never had before, massive blood clots about the size of a quarter, 3 pregnancies that resulted in miscarriages, pain in my abdomen that I was told would go away but never has.